Event description:
It was reported that the right atrial (ra) lead was observed with undersensing of p-waves and high capture threshold. It was subsequently reported that the patient felt increasingly tired. A transmission observed possible atrial oversensing on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.